Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-00246.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00246. It was reported the patient experienced ineffective stimulation. Fluoroscopy images indicated the leads had migrated. Subsequently, surgical intervention was undertaken to reposition the patient's left lead, while the right lead was explanted and replaced. Effective stimulation was restored post surgery. Since it is unknown which of the two leads is the right lead, both leads are being reported as explanted and returned.